Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported that the patient's generator incision site is infected and opening due to the patient picking at the site. It was later reported that the patient is scheduled for possible revision for battery replacement. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.